Event description:
Emt's responded to a person, condition not reported. The pt was connected to the device for ECG monitoring. According to the reporter, when the device was powered up, it locked up, would not display the pt's ECG and would not power down in an attempt to cycle power. A backup device was immediately called for and used. The pt was transported to the hosp and no adverse affects were reported as a result of the alleged malfunction.